Event description:
Customer reported iq concern also - collimator iris error messages.

Manufacturer narrative:
Gehc surgery svc personnel found two broken collimator wires in the hv cable. Ordered same. Replaced hv cable assembly. Sys fully functional, closing call complete.